Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the gastrointestinal videoscope was burned and the image was distorted. Based on the results of the investigation, the definitive root cause of the burned plastic distal end cover could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. Based on the results of the investigation, the probable root cause of the distorted image was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burned and the image was distorted. There were no reports of patient involvement.